Event description:
On an unknown date, the knob on the connector box broke off so the cable could no longer be connected or disconnected to the patient. There was no patient injury reported. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.